Event description:
It was reported that the user installed a new dexcom g7 sensor and the ilet displayed repeated pairing failed alerts, resulting in no glucose readings; the user was guided to toggle settings, restart, and re-pair, and was instructed to wait for sensor warmup. Symptoms included no glucose data availability. Outcomes included interruption of automated dosing due to unavailable cgm data. Investigation included remote troubleshooting and user education. Investigation of this case revealed a sensor-to-ilet communication failure consistent with pairing malfunction between the cgm transmitter and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity issue resolved through standard troubleshooting and re-pairing steps.